Event description:
On (B)(6) 2011, neurotherm a sales rep received a call from the facility stating that a pt had been burned and the insulation "leaked". On (B)(6) 2011, the area sales director visited the facility and was able to visually examine the rf cannula. He confirmed that insulation had appeared to have slid down the needle causing the active area to be at the hub end rather than the tip of the cannula. On (B)(6) 2011, neurotherm spoke with dr. (B)(6). Dr. (B)(6) said the pt was heavily sedated during the procedure and that he had removed and placed the cannula four or five times burying the needle all the way to the hub. During the procedure, the technician noticed a mark on the skin which turned out to be the burn. The pt had the burned skin removed following the rf procedure. On (B)(6) 2011, neurotherm visited the facility to inspect the rf cannula. There was no clear explanation on how the insulation had slid down. This is believed to be the first reported incidence of this happening in the history of the company.

Manufacturer narrative:
Based on the analysis of the device and the discussion with the physician, it is unclear how the insulation broke free. The investigation is ongoing.